Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer declined troubleshooting for the high blood glucose. Customer advised to change the set and monitor and call back if his blood glucose continues to go up. The insulin pump will not be returned for analysis.